Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements and no undersensing was noted. There is no intervention information available to date and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).